Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged. The physician elected to reposition the lead, which was performed without complication. To date, there have been no reported patient symptoms associated with this clinical observation.